Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and could not duplicate the alleged issue. The unit passed all testing and operates within the manufacturing specifications.